Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 514 mg/dl at time of incident. The customer¿s blood glucose level was 280 mg/dl. The customer was treated with insulin pump and intravenous insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege pump was under delivering. The drive support cap appears normal. Customer reports insulin exited at the quick release. The customer performed displacement test and self test and insulin pump passed both the test. Troubleshooting was performed. The insulin pump will not be returned for analysis.